Event description:
It was reported that cot dropped during the transport of a patient. Allegedly, the paramedic received a laceration and bit herself in the mouth, which required stitches.

Manufacturer narrative:
Lock tube.